Manufacturer narrative:
(B)(4). Additional information: a service history review revealed no previous service events were related to the reported condition.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with failure code 804:26; this condition had the potential to interrupt delivery. It is unknown when this event occurred. The facility representative stated that it is unknown if there was a patient involved; there were no reports of patient injury or medical intervention. No additional information is available. This involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 804:26 was confirmed during the event history log review. This condition was caused by a software failure. The pump head module was replaced as a precaution. Additional information: baxter will continue to monitor similar reports to determine if further actions are required. A follow-up report will be filed if any additional details become available.